Manufacturer narrative:
(B)(4). Describe event or problem ¿ additional, device available for evaluation ¿ additional, additional information/device evaluation, device evaluated by manufacturer ¿ additional, event problem and evaluation codes ¿ additional.

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.